Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for pacemaker implant procedure. During the installation procedure for the novel right ventricular (rv) lead, it was found that the pacing impedance values being obtained were too high and the physician elected to reposition the lead. Upon repositioning, the lead helix failed to extend. Furthermore, it was alleged that the lead has sustained damage during the procedure. The procedure was terminated. The patient was stable.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.